Event description:
Healthcare professional reported "patient refers a few weeks ago when carrying grandchild, patient presented severe pain on the left side from the lateral part towards the cavity through the submammary sulcus up to the medial portion. Hcp later reports "¿silicone to leak into the subcutaneous tissue of the axillary region¿ "radial folds at their margins" and "left breast implant shows a loss of continuity towards the upper outer quadrant¿ and ¿grade iii contracture¿, and left breast sensitivity¿ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, b5, d6b, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. Migration: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Later, healthcare professional reported "patient refers a few weeks ago when carrying grandchild, patient presented severe pain on the left side from the lateral part towards the cavity through the submammary sulcus up to the medial portion. Hcp later reports "¿silicone to leak into the subcutaneous tissue of the axillary region¿ "radial folds at their margins" and "left breast implant shows a loss of continuity towards the upper outer quadrant¿ and ¿grade iii contracture¿, and left breast sensitivity¿ the device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: +(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.